Event description:
The dr was unable to insert the iab into the pt. The iab was not returned to co for eval. The iab was discarded by the facility. Event complications: unknown - reported 11/12/96. Pt's current status: unk - rpt'd 11/12/96.